Manufacturer narrative:
Patient information was not provided for reporting. No specific patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon is consistently having trouble with the blue handle hexagonal screwdriver in the small frag set. The screws do not fit the driver correctly. Surgeon is convinced that since the switch from the wood handle to the blue handle driver, the screws do not fit the driver correctly. No specific patient involvement reported. Reportedly, there were unknown length of delay in surgeries due to the reported problem. Patient outcomes were reported as satisfactory and the procedures were completed successfully. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: lot and UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 314.020, lot no.: l168335: manufacturing location: haegendorf, release to warehouse date: 25.nov.2016: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. The returned small hexagonal screwdriver with holding sleeve (314.02, l168335) is included in a variety of trauma sets and used during screw insertion. The returned screwdriver was received without its holding sleeve, and with its distal hex tip worn and warped torsionally, which confirmed the complaint condition and made further replication inapplicable. Service and repair evaluation: the customer reported the screws did not fit the driver correctly. The repair technician reported the tip of the driver was rounded and damaged. Worn out parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The returned small hexagonal screwdriver with holding sleeve (314.02, l168335) was manufactured on 25nov16 and relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The material properties of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated/available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material testing is not required. During the investigation no, unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Effective dimensional check of relevant features could not be completed due to post market damage. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Considering the way the tip is torsionally deformed it is most likely that the damage occurred while attempting to loosen a screw which was tightly secured, and therefore required increased torque, which eventually torsionally deformed the tip. It is also possible that the noticed damage occurred due rough handling during use, and/or the cumulative effect of routine use over its lifespan. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.